Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, there was a leak at 35 cm from the hub end of the guide catheter (subject device). There was a 4cm fracture on the surface on the catheter as well. No consequences to the patient were reported